Manufacturer narrative:
The test strips were not expired at the time of the event. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 58 mg/dl and 185 mg/dl.